Event description:
The customer family member called to ask if novolog was acceptable for the pump, which it was confirmed. Seven days later the family member called back to report that the customer was hospitalized for dka and high ketones. It was stated that the customer already changed the set. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the lead screw did not rotate completely. Instructed the customer to disconnect from the pump and revert to back plan of manual infections.